Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported failure to grasp leaflets and failure to capture leaflets appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported poor imaging is due to challenging patient anatomy. The reported difficult to remove (anatomy) appears to be due to procedural conditions. The reported poor imaging appears to be due to procedural conditions. The reported off-label use is due to the user using the mitraclip g4 system on the tricuspid valve. The reported tissue injury is a cascading event of the difficult to remove (anatomy). Additionally, tissue injury is listed in the IFU as a known potential complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.na.

Event description:
This will be filed to report a mitraclip that was difficult to remove from the chordae, resulting in a leaflet flail. It was reported that a patient presented with grade 4+ functional tricuspid regurgitation (tr), leaflet restriction and tethering, and a pacing lead present in the mid-atrium chamber. A mitraclip xtw was operated on the tricuspid valve, and it was noted that imaging was difficult. There were difficulties achieving a grasp of the leaflets. At one point during an attempt for a single leaflet grasp, and while rotating to the other leaflet, the motion resulted in a loss of septal leaflet capture. At no point was a sufficient grasp obtained. The device also became caught in the chordae, and was able to be freed. There was evidence of a flail that was not present before. The mr remained at grade 4+ and the clip was not implanted. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.